Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced separation of the injector and mating component. The following information was provided by the initial reporter: the problem is that the optima injector locking n40 o / 515056 does not connect easily to the spin collar of any and all alaris tubing sets. This is one of many pir's for the same issue, however this time both the nurse and patient were exposed to a very toxic chemo medication. The disconnect appears to be at the same failure point (optima injector and alaris spin collar tubing) that has been experienced in the inpatient (not sure about outpatient) setting in the past. The patient was receiving cyclophosphamide. Approximately 1.5 hours into the infusion, the IV tubing was discovered on the ground with chemotherapy leaking. The patient still had the injector and connector attached to their central line with the blue clamp in place. This spill was large and exposed both the patient and the nurse. The drug administration was obviously disrupted, and the dose left to be administered is still under investigation. The rn who set up the chemotherapy infusion did everything correctly, pulling the collar of the IV tubing fully back, applying components with necessary force, ensuring the connection was secure, etc. The patient was reportedly sleeping and did not appear to have done anything to disrupt the connection.

Manufacturer narrative:
H6: investigation: photo received for investigation, upon visual inspection one infusion clamp with an optima injector n40-o connected to an optima connector inside is observed. It can be observed on the picture an infusion set. However; no damages on optima samples could be observed in pictures received that could lead to the event reported. Optima components appeared disconnected from the infusion set. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced separation of the injector and mating component. The following information was provided by the initial reporter: the problem is that the optima injector locking n40 o / 515056 does not connect easily to the spin collar of any and all alaris tubing sets. This is one of many pir's for the same issue, however this time both the nurse and patient were exposed to a very toxic chemo medication. The disconnect appears to be at the same failure point (optima injector and alaris spin collar tubing) that has been experienced in the inpatient (not sure about outpatient) setting in the past. The patient was receiving cyclophosphamide. Approximately 1.5 hours into the infusion, the IV tubing was discovered on the ground with chemotherapy leaking. The patient still had the injector and connector attached to their central line with the blue clamp in place. This spill was large and exposed both the patient and the nurse. The drug administration was obviously disrupted, and the dose left to be administered is still under investigation. The rn who set up the chemotherapy infusion did everything correctly, pulling the collar of the IV tubing fully back, applying components with necessary force, ensuring the connection was secure, etc. The patient was reportedly sleeping and did not appear to have done anything to disrupt the connection.